Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-66 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be high supply voltage of the central processing unit circuitry due to a defective main battery. The main battery was replaced and all supply voltages verified to correct this condition. Additional information: should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an f-66 error code. This condition was found upon power up of the device in the emergency room. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.